Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure in a child, the lens was broken in the eye. The iol was explanted during initial procedure. Additional information has been received that when advancing haptic was stuck in the injector and indentation marks noted on the optic from advancing the company injector. In the surgeon's opinion event occurred due to injector issues or loading the iol. The patient's issues were resolved and there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Corrected information provided in h.6. Correction: product problems a140504 was not reported in initial report. Additional information provided in h.3., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report that when advancing, the haptic was stuck in the injector and marks were noted on the optic from advancing the injector causing the lens to break in the eye; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.